Event description:
It was reported that the pt was very sensitive to stimulation and was feeling pain during stimulation. The pt was not able to tolerate stimulation at 0.50ma, so the device was disabled for several months. The pt was then set to 0.25ma in (B)(6) 2010 and was able to tolerate the stimulation as she could not feel it. Diagnostics were not able to be performed at this time. The pt was later programmed to 0.75ma and able to feel the stimulation. X-rays were received by the MFR for review, which revealed no anomalies. Later, it was indicated that it was very difficult from the very beginning to increase the output current, due to pt's sensitivity. The physician tried for a year and a half to raise the output and managed to do so up to 0.5ma with the pulsewidth at 250 and 130. The stimulator was stopped (B)(6) 2010 and started again in (B)(6) 2010. The pt was said to be feeling the painful stimulation since being turned on and the physician confirmed that is believed to be related to the vns therapy. There is no known pt manipulation or trauma that occurred that is believed to have caused/contributed to the painful stimulation. No programming changes were taken as the pt was already at low settings. The pt later had vns lead revision surgery due to the painful stimulation. At the time of surgery, the surgeon noted that the electrodes were placed a little too low on the nerve in his opinion. The pt is doing much better since surgery and is currently having a new vns titrated up. The explanted lead was returned to the MFR, but no anomalies were noted with the device.